Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Failure analysis of the device could not be performed as the unit was not returned. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or a controller malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: addr01 ipg implanted: (B)(6) 2017; 4968-35 lead implanted: (B)(6) 2017; 4965-50 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient fell asleep with the controller in the ¿belt¿ on and woke up feeling pain. The patient reported the controller was very hot and realized there was an open one inch by one inch wound on the upper thigh and another area on the abdomen that is not open causing pain. The patient¿s wounds were cleansed and treated with topical antimicrobial drug as well as education was provided. It was noted the controller did not have any alarms associated with the event. The controller remains in use. No further patient complications have been reported as a result of this event.